Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that the liquid crystal display (lcd) was blank and cracked. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen issue was confirmed to be blank and cracked. The lcd needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.